Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The test transmitter and blood glucose meter communicated properly to the insulin pump. The insulin pump was programmed with multiple sensor glucose values and all registered properly in the sensor update history. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube and a cracked reservoir tube lip.

Event description:
Customer reported his sensor readings are inaccurate. His insulin pump will not accept his exact blood glucose readings. Customer stated if his blood glucose is 115 mg/dl, he can only enter 114 or 116 mg/dl for a calibration. This happens ninety percent of the time. Customer's current blood glucose is 179 mg/dl. He also stated there is a crack near the reservoir compartment. Customer does not know how the damage occurred. He also stated there are light scratches on the lcd screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.